Event description:
It was observed that during the device evaluation, the gastrointestional videoscope exhibited a foreign matter clogging the insufflation channel nozzle. It was found at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the nozzle of the insufflation channel was clogged by a gelatinous white material. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, the device was returned to olympus without reprocessing at the user facility. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.